Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the hospital placed the device using the placement kit, and after 10 days two of the sutures had become dislodged. No further information has been provided at this time.